Event description:
Healthcare professional additionally reported "hole."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified overweight device, broken shell and others, brown particles on the shell, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified a broken crease smooth on the radius and wear abrasion. Based on the device analysis, the final assessment is a broken crease smooth on the radius side due to a fold flaw opening, and missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.